Manufacturer narrative:
The catalog number and lot code of the device were not provided. The device was identified to be an unknown trident shell based upon the photographs received for evaluation. A medical review of the provided photographs identified impingement on the rim of the revised shell. It was noted that impingement can be influenced by component position, biomechanical factors, and patient variables. The medical review concluded that the root cause of failure in this case was procedure related regarding positioning of the cup. Device not available.

Event description:
It was reported that patient was revised on a left hip. Doctor notify patient that ceramic head was broken via x-ray which cause revision for total hip.